Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was detected on the necks that belong to the lot number involved (1801300). This is the first and only complaint received on this lot. The x-rays were requested by limacorporate to the complaint source, but were not available. Thus, no medical evaluation can be performed by our medical consultant to confirm the cause of the reported issue. The explanted neck was also requested for a deeper analysis, but was not available to be returned. Without the possibility to analyze the x-rays and the explanted neck, we cannot determine with certainty the cause of this revision surgery. However: the device history records review confirmed that no pre-existing anomaly was detected on the necks with lot# 1801300, thus we can state that they had been manufactured up to drawing specifications, according to the surgeon responsible of the revision surgery, the cause of the revision is related to a suboptimal positioning of the neck during the previous surgery in conclusion, based on the available information, this issue does not seem to be product- related, but most probably was caused by a surgical error. Pms data: limacorporate is aware of 2 similar cases (including this one) about revision surgeries due to malpositioning of the revision femoral neck (code 7515.15.xxx) leading to luxation/dislocation of the hip. We estimate therefore a specific revision rate of 0,005%. No corrective action needed for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event. Note: this is an initial final combined MDR as all the available information was already received and analyzed.

Event description:
Hip revision surgery performed on (B)(6) 2021. According to the information received, the cause of the revision is to be traced to an intra-operative error occurred during the previous surgery (performed in a different hospital and by a different surgeon, on (B)(6) 2018). More specifically, the complaint source reported that the patient experienced recurrent luxations and that the femoral modular neck had been positioned with a wrong retroversion (80 degree). The complaint source informed us that the surgeon responsible for the revision surgery, confirmed that the components positioning was not ideal, due to surgical errors during the initial surgery. Moreover, according to the information received, the notes on the previous procedure reported an intra-operative difficulty when assembling the neck with the stem, but no further information was provided to limacorporate on that event. During surgery on (B)(6), the neck was removed and replaced. Event occurred in (B)(6).